Event description:
It was reported that the balloon-catheter junction was bent and folded, through which the guide wire could not pass when the package was opened.

Manufacturer narrative:
The reported event was confirmed as supplier related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The device was not used for diagnostic or treatment purposes, as it was not used on a patient. A potential root cause for this failure could be "lack of training". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon-catheter junction was bent and folded, through which the guide wire could not pass when the package was opened.